Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient stated they are not getting the results they need from the therapy. Caller stated that they are still not voiding quite as well and when they catheterize they're getting 1.90 1.50 and just a while ago 270 and they think it needs to be adjusted. Patient added that when they go to the bathroom, they are doing like 5-5-5 and 5-6-5.50 so they are voiding a lot before their husband catheterizes them so that part is much improved. Agent asked caller if they had made any adjustments to their therapy so far and caller stated no, they just read the instructions about calling a number to get permission to make adjustments. Caller mentioned they called their doctor's office and were told to call medtronic. Agent reviewed therapy expectations and general programming guidance. They will adjust their settings and will continue to track symptoms. Redirected to hcp if issue persists. Additional information was received from the patient on 2025-jan-21. They reported that they did experience urinary retention prior to the device, their retention has not worsened as a result of the device or therapy, and catheterization was their "standard of care" prior to having the device. Additional information was received from the patient on 2025-aug-20. They reported that they are having a return of symptoms. Patient stated that they went to the hcp yesterday and voided out 500ml and they checked, and they still had 500ml in them. Patient stated that they also kept having uti's. Agent walked the patient through and reviewed changing programs. Patient was able to change programs and increase the stimulation to a comfortable level on the bike seat area. Patient to monitor the issue and redirected to the hcp if it persists.

Manufacturer narrative:
B2: uti b3: event date estimated. Month and year valid. B5: the initial information was received on 2025-jan-07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.